Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the heavily calcified coronary artery. A 2.25 x 24 synergy ii drug eluting stent was advanced but failed to cross the lesion. The device was removed and the stent struts were noted to be bent. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.